Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. Troubleshooting was done for high blood glucose. The customer was in intensive care unit as a result of high blood glucose as well as diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.